Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0x28mm xience v referenced is being filed under a separate medwatch MFR number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified de novo lesion in the mid left anterior descending artery. A 3.0x28mm and a 3.0x23mm xience v stent were deployed at 14 atmospheres; however, dissections in both stents were noticed post deployment. A 2.5x18mm and 2.5x15mm xience v were used to cover the dissections. There was no clinically significant delay in the procedure. No additionally information was provided.